Event description:
The reporter stated that the surgeon inserted an aq1016v 3 piece silicone lens. The lens haptic tore during insertion into the eye. The lens was removed whole without enlarging the incision. No patient injury.

Manufacturer narrative:
Results - visual inspection of the returned product showed that one lens haptic was torn off and missing. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.